Manufacturer narrative:
On december 4, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 5, 2020, device evaluation was completed. Device evaluation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold on the posterior view. A tear was also observed within the crease/fold, measuring approximately 0.4 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient experienced bilateral breast implant malformation due to which the patient underwent bilateral explantation and replacement with non-mentor allergan devices serial number (B)(6) on the left side and with serial number (B)(6) on the right side on (B)(6) 2020. This supplemental report is for the patient¿s left-sided device. Right side issue is being reported separately. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 20220, mentor became aware that patient underwent bilateral explantation and replacement with non-mentor devices serial number (B)(6), on the left side and with serial number (B)(6), on the right side on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate plus profile and experienced breast implant deflation on her left side postoperatively. As a result, the device will be explanted on (B)(6) 2020.